Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported the patient's scs system implant procedure was abandoned. Reportedly, the lead repeatedly went anterior and there were multiple wet taps. The lead was pulled and the procedure ended with no product implanted. No blood patch was done, and no symptoms were observed.